Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply printed circuit board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. No pt injury was reported.